Manufacturer narrative:
Additional information section: d 10.

Manufacturer narrative:
Upon inspection of the returned device, the balloon of the catheter had been separated from the catheter shaft at the location of the proximal balloon weld. The balloon was narrowed at the proximal end presumably from the proximal end of the balloon entering the introducer sheath. The distal end was much more open as it appears it did not enter the introducer sheath. The shaft had been stretch to a smaller diameter prior to breaking at the balloon weld indicating the balloon weld had clearly seen a large amount of tensile loading. To ensure the integrity of the balloon the small piece of proximal weld was placed in a touhy borst adapter and the balloon inflated with water. Fluid could be seen entering the balloon at both the proximal and distal balloon inflation skive holes that are inside the balloon. Both skive holes were viewed under 30x magnification. With fluid entering the balloon, the adapter was removed from the small shaft area and both ends of the balloon clamped with forceps. Steady finger pressure was applied to the center of the balloon and there were no visible leaks noted of the balloon. Inspection of the balloon and skive holes were found to be functional. The remaining detached shaft with the inflation manifold was also inspected. A 20cc syringe was placed on to the hub port responsible for inflating the balloon. There are three lumens. Two lumens that are responsible for inflating the balloon that correspond to the skive holes under the balloon, and one as the guidewire lumen. When fluid is pushed through the catheter shaft, inflation port of the manifold, fluid was seen coming out of both the inflation lumens indicating they were patent. The proximal and distal balloon inflation skive dimensions were reviewed. The data shows that all skive dimensions were acceptable during the manufacture of the product lot. Because the distal end of the balloon was opened more than the proximal end of the balloon, this suggests that the balloon was not fully deflated prior to attempting to pull the balloon back through the introducer sheath. If the balloon is not fully deflated prior to withdrawal of the balloon the remaining fluid in the balloon gets pushed into the distal end of the balloon as the proximal end of the balloon enters the introducer sheath. This can create a bolus of fluid that can act like a plug at the end of the introducer sheath. The instructions for use (IFU) states to "deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds. Verify full balloon deflation via fluoroscopy before proceeding. Based on the correspondence the physician only allowed 15-20 seconds for balloon deflation. It is unknown if the balloon was viewed under fluoroscopy prior to attempting to withdraw the balloon back through the introducer sheath. For the catheter shaft to break a large amount of force would have had to been applied. The IFU specifies the following in the warnings and cautions section: "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." During the process of manufacturing a sampling of catheters are selected randomly for proximal balloon weld tensile testing. The testing verifies the force required to separate the balloon from the catheter shaft. The data provided in the device history records indicate that 20 samples were tested. The minimum tensile force recorded was 24.1 newtons (n). Per the product user requirements, the proximal balloon bond must not break at a force below 15n. For the proximal balloon bond to break during withdrawal a force greater than 15n must have been applied while attempting to pull the balloon back through the introducer sheath. The balloon when returned was still open at the distal end as compared to the proximal end of the balloon that appeared to have entered the sheath, it is clear that the balloon was not allowed sufficient time to deflate prior to withdrawing the balloon back into the sheath. Based on the details of the complaint, the evaluation of the returned product and the device history records review it cannot be confirmed that the device was the cause of the reported complaint.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received that the balloon could not be deflated. The stent loosened when the attempts to deflate the balloon were made. The stent remained in place. Placement of the stent was successful but required additional intervention. For retrieval of the detached balloon angioplasty was required.